Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for vanc3 vancomycin (vanc) on a cobas 8000 c 702 module (c702). The obtained values were unexpectedly low. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample resulted with a vanc value of < 4 mg/l when tested on the c702 analyzer. The sample was repeated on an abbott instrument, resulting as 44 mg/l. The sample was also repeated with a lcmsms method, resulting as 38 mg/l. On (B)(6) 2018, the second sample resulted with a vanc value of 0.0 mg/l when tested on the c702 analyzer. The reaction kinetics of this value appeared to be abnormal, with a strong reaction. The sample was repeated on an abbott instrument, resulting as 63 mg/l. The sample was also repeated with a lcmsms method, resulting as 52 mg/l. On (B)(6) 2018, the third sample resulted with a vanc value of < 4 mg/l when tested on the c702 analyzer. The sample was repeated on an abbott instrument, resulting as 75 mg/l. The sample was also repeated with a lcmsms method, resulting as 63 mg/l. No adverse events were alleged to have occurred with the patient. No issues were seen upon visual inspection of the affected samples. The serum indices of the samples did not indicate an issue. Electrophoresis performed on one of the samples showed a small m-peak in the gamma fraction. The igm result was 3.57 g/l. Product labeling documents implausible results can be due to interferences caused by a gammopathy. However, as the igm value was only slightly elevated it was unclear if the patient had just inflammation. The serial number of the c702 analyzer was (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A sample from the patient was not available for investigation.

Manufacturer narrative:
Samples from the patient were provided for investigation and the customer's issue could be duplicated. Medwatch has been updated. The medications listed were provided to the patient on (B)(6) 2018 and (B)(6) 2018.

Manufacturer narrative:
A patient sample was provided for investigation. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. The complaint samples contain an interfering substance enhancing the reaction kinetics in the assay leading to false low results.